Event description:
While the device was ventilating a pt, the display went blank and the device stopped ventilating. The pt coded and was successfully resuscitated by a hospital nurse and then stabilized. No pt injury. The user checked the device and found that it was properly connected to ac power. The user changed the ac line cord to another outlet and the device powered back on and functioned normally. The pt was placed back on the device. The user reported the device performed a warm start but then continued to ventilate. The respiratory therapist checked the device and found that the internal and external batteries indicated that they were charging. The pt was later transferred to another device. No pt injury.